Event description:
Narrative: the user facility reported that during a left heart catheterization and coronary angiography, using the acist angiographic contrast injection system, model cvi and a boston scientific 6 french internal mammary artery catheter, a dissection of a patient's left internal mammary artery (lima) to the left anterior descending artery (lad) occurred. Following left coronary and right coronary catheterizations, using the 6 french internal mammary artery catheter, the catheter was advanced to the lima. The vessel appeared to be small and the patient was given 200 mcg of intracoronary nitroglycerin and the internal mammary was again injected with contrast. A dissection was noted in the lima, despite normal catheter pressure prior to injection. The patient had no chest pain, EKG changes, or change in vital signs, however, the patient complained if nausea. The patient was given 3000 units of heparin and started on integrilin. The lima dissection could not be treated because the guidewire was in the false channel and the true lumen could not be cannulated. The proximal and mid-lad and left main coronary artery were successfully stented.

Manufacturer narrative:
A cd of the cineangiogram and event information was provided to acist's medical advisory board for review. Following is the medical advisory board assessment date may 20, 2009: on run, the left internal mammary artery graft to the mid left anterior descending (lad) is dissected at the origin, at the angiographic catheter cannulation site. It is a clear catheter-induced dissection. The lad was subsequently stented. According to the report, the procedure was otherwise uncomplicated. Of note, the cannulation of the lima appeared to be somewhat difficult and the lima was quite constricted on the first angio. The catheter appeared to be wedged into the lima, making dissection much more likely. Although the site reports that there was no pressure damping, the angio prior to the dissection clearly shows that the catheter was wedged; back pressure from the native coronary may have prevented the appearance of a wedged pressure tracing. This appears to be an operator/catheter/difficult anatomy related complication, there is no evidence of device malfunction. Upon completion of the testing of the returned acist contrast injection system, model cvi, a follow-up report will be submitted to FDA.